Manufacturer narrative:
This product is not manufactured in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.5/2.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. Refractive change over time was reported. The lens remains implanted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported that on (B)(6) 2020, the lens was exchanged with a same model/length lens but different power/axis and this resolved the problem. Claim#: (B)(4).